Event description:
As reported to medtronic; during an attempt to use the device as part of pt care, the device would intermittently reset with known good batteries. A back up device was called for to transport the pt. Pt impact is unk.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.